Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.